Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos), non-sustained ventricular tachycardia episodes and high rate non-sustained episodes. The physician chose not to reprogram the lead. The lead is still in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.